Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that registered nurse (rn) flushing peripherally inserted central catheter (PICC) line with 10ml syringe. Line leaking at insertion site with flushing. Line was removed. Additional information received 12/28/2023: central line leaking fluids under dressing, a new central line placed.